Event description:
Reporting status: malfunction. Reporting rationale: stent dislodgement has caused or contributed to patient injury previously. Device issue: stent dislodgement. It was reported that the stent dislodged when the stylet was removed. There was no patient involvement. No additional event or patient information is available.

Manufacturer narrative:
Results - product performance engineering could not determine a definitive root cause for the stent dislodgement. Evaluation summary: quality assurance analysis revealed that the stent delivery system (sds) was returned without any blood visible. There was moisture in the balloon. The stent implant was dislodged and returned backwards on the stylet wire inside the protective sheath. The distal end of the stent implant was bent and twisted. There was no other damage noted to the stent implant. There were crimp marks on the balloon between the markers. The distal end of the balloon was wrinkled. The distal shaft was pinched for a length of 11 mm, 6 cm distal to the guidewire exit notch. There were two kinks within the pinched area. There was no other damage noted to the sds. A laser micrometer was used to measure the stent implant outer diameters. The proximal and middle diameters met manufacturing criteria. The distal outer diameters were not measured due to the damage. A pin gauge was used to measure the inner diameter of the protective sheath and it was found to be slightly undersized. Product performance engineering reviewed the incident information and analysis of the returned rx mini vison sds. It was reported that the stent implant dislodged from the balloon when the stylet was removed. Analysis confirmed that the stent was dislodged and returned backwards on the stylet inside the protective sheath. Also, the distal end of the stent was found to be damaged; however, crimp marks were present on the balloon between the markers, indicating that the stent was properly positioned at the time of manufacture. Also, the direction of the crimp marks indicate that the stent had been crimped in the proper direction on the balloon at the time of manufacture and that the stent was likely placed back on the stylet and inserted back in the protective sheath at the account prior to being sent back to abbott vascular for evaluation. The outer diameter at the proximal and middle portions of the stent met specification. The distal end was not measured due to the damaged struts. The inner diameter of the protective sheath was measured and found to be slightly undersized. The slightly undersized sheath did not likely contribute to the stent dislodgement. It was also noted that the returned device had fluid in the balloon, which suggest that the device had been at least prepared for use, which is contrary to the reported information that the stent dislodged during unpacking while removing the stylet. Potential causes for stent dislodgement prior to use, as observed in past incidents, may include improper or inadequate crimping at the time of manufacture, positive pressure during prep, negative pressure during sheath removal or forced sheath removal. Unfortunately, none of the information gathered suggests any of these causes is the most likely cause, thus a definitive root cause for the stent dislodgement in this case cannot be determined. In addition, the distal end of the balloon was wrinkled and the distal shaft was pinched and kinked. No damage was reported in the incident; however, the damage may have occurred during the packing of the device for shipment back to abbott vascular for evaluation. This damage does not appear to be related to or to have contributed to the reported stent dislodgement. A field discrepancy notification (fdn) has been issued to notify manufacturing of this incident and further investigate the cause of the protective sheath being slightly undersized. All further investigation and corrective actions will be documented and tracked in the fdn. Product performance engineering will monitor the incident circumstances. All stent delivery systems are 100 % visually inspected online for stent implant placement and security. This MDR is considered closed by the product performance group.